Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was not returned for evaluation; therefore, the alleged device issue could not be confirmed.

Event description:
It was reported that during use of an embolization coil for treatment of a basilar tip aneurysm, the proximal zebra marker located outside the patient on the pusher wire was thought to be in a different position on the pusher wire than expected. The coil was successfully placed and detached in the aneurysm. There was no reported patient injury and the patient is currently reported to be doing well. The issue was reported to the manufacturer one year after the event and the device was not returned for evaluation. No information was provided about adjunctive devices (e.g., catheter) which may have affected the relative position of the proximal marker.